Manufacturer narrative:
A ge service rep performed an on site investigation. The hard drive was evaluated and replaced. The system software and calibration files were reloaded. The system was tested, found to be working as intended and returned to service.

Event description:
The customer reported the system would not boot up. There is no report of death or serious injury associated with this complaint.